Event description:
It was reported that the catheter tip got out of the dura space. The doctor commented that it was related to the operation procedure. The status was: replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).